Event description:
During implant of the right ventricular lead, after the helix was deployed a sudden t-wave inversion was noted on the electrogram monitor. Review of the lead under fluoroscopy showed it to be slightly outside of the heart margin. The lead was pulled back and repositioned. A post operative echocardiogram was performed, showing a small plural effusion which required no intervention. At no time was the patient in distress.

Manufacturer narrative:
Na